Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria even after multiple recaptures and redeployments. A new transseptal puncture was performed and a new 27mm closure device was inserted. The physician deployed this device, but still could not find an acceptable position to implant the device. The procedure was ended with no device implanted. Post procedure the patient experienced difficulty with their right sided peripheral vision. The patient was evaluated for a cerebral vascular accident. Nothing was shown on the CT images so the patient was brought to have an MRI.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria even after multiple recaptures and redeployments. A new transseptal puncture was performed and a new 27mm closure device was inserted. The physician deployed this device, but still could not find an acceptable position to implant the device. The procedure was ended with no device implanted. Post procedure the patient experienced difficulty with their right sided peripheral vision. The patient was evaluated for a cerebral vascular accident. Nothing was shown on the CT images so the patient was brought to have an MRI. It was further reported that the patient was diagnosed with a cerebral vascular accident. The patient has since recovered from this event and been discharged from hospital with no residual deficits.